Manufacturer narrative:
The t:slim x2 pump user guide states: never fill your tubing while your infusion set is connected to your body. Always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the contact inadvertently delivered 10 units of insulin to the customer after performing fill tubing while attached to the site. The customer's blood glucose level was 271 mg/dl at the time of the event, yet the contact stated the customer's blood glucose level was due to eating and no action was taken because of the prior unintended delivery. Additionally, the contact reported that the customer's blood glucose level was not decreasing (313 mg/dl), however stated that the customer ate a high carb meal. The contact declined follow up with tandem technical services.